Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and replaced because the lead was placed in the lv, putting the patient at risk for clot formation and to prevent an infection. It was replaced with the same models and the lead was placed in the rv. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.